Event description:
In 2002, the end-user called medtronic minimed, USA and stated that the plastic hub/base piece detach from the tape. On 8/29/2002 maersk medical rec'd the complaint and 1 used base piece.